Manufacturer narrative:
Initial and final MDR 1883863- MDR- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that three infusion set tubing was detached from hub within 24 hours of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.